Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "operator error". The lot number is unknown. Therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow on the arctic sun device. The nurse changed the pad tubing and then the flow was good. Per follow up, stated that the therapy was completed with no further issues. Nurse stated that the arctic sun was not sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was low flow on the arctic sun device. The nurse changed the pad tubing and then the flow was good. Per follow up, stated that the therapy was completed with no further issues. Nurse stated that the arctic sun was not sent to biomed.